Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent sterilization. The consumer's medical history included 3 children. Shortly after undergoing the essure procedure, an hsg test was performed and she was advised that one of her coils had migrated into her uterus. In (B)(6) 2012, she underwent an exploratory surgery where her treating physician was able to remove the essure coil that had migrated into her uterus. Consumer then chose to have another essure coil implanted shortly thereafter. A second hsg test was done and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. In or around (B)(6) 2016, her physician recommended that she undergo a hysterectomy to remove her essure coils due to her constant pain and suffering. Quality-safety evaluation (ptc global number:(B)(4)) received on 23-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer who had essure (fallopian tube occlusion insert) inserted and one of her coils had migrated into her uterus. Additionally, she experienced chronic pelvic pain. These events are listed according to essure's reference safety information and serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, an hsg test was performed and one of her coils had migrated into her uterus (device expulsion); given event's nature, causality with the suspect insert cannot be excluded. The same assessment is given for consumer's chronic pelvic pain, since pelvic pain may occur with essure therapy. This case was regarded as incident, since an exploratory surgery was performed to remove the essure coil that had migrated into her uterus. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.